Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the deliver pusher. The implant coil was not returned for evaluation as it remains within the patient. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The device introducer and microcatheter were not returned for evaluation. The root cause of this complaint cannot be determined definitively as the entire device was not available for analysis. However, it appears the device was exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter was not returned for evaluation. It is unknown if the microcatheter contributed to the incident. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the positioning of the coil within an aneurysm, the coil stretched and detached from the deliver pusher. A portion of the coil was contained within the coil mass and the remainder within the carotid artery. The coil was pushed in the aneurysm while the proximal segment remained in the carotid artery. No intervention was taken to secure the coil. No harm was reported. Patient information-patient identifier, age, weight and sex are not available.